Event description:
(B)(6) 2011 it was reported that the pump was replaced (B)(6) 2011. The patient did great last night and in the morning but had been getting progressively sleepier. In (B)(6) 2012, the health care provider reported that eri had occurred and it was a routine eri pump replacement. There was no reported patient injury. In (B)(6) 2012, per the patient's family, the health care provider had indicated to her that the previous pump that was taken out must not have been functioning properly and delivering the appropriate amount of medication due to the "overdose" reported following the pump replacement. The pump delivered morphine pf. (See manufacture report # 3004209178-2012-00027 for overdose following replacement.)

Manufacturer narrative:
Concomitant medical products: catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).